Event description:
It was reported that the insulin pump delivered some boluses that the customer did not program. The customer's mother felt that the insulin pump was delivering boluses on its own, causing low blood glucose levels. Troubleshooting was performed, and there were large bolus amounts in the bolus history. The mother was not comfortable with the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.